Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system turned off immediately when unconnected to a power source. No patient was present at the time of the event.

Manufacturer narrative:
Initial reporter corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system turned off immediately when unconnected to a power source. No patient was present at the time of the event.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. Parts were replaced and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system turned off immediately when unconnected to a power source. No patient was present at the time of the event.